Event description:
The customer reported the energy select switch failed preventing the user from turning the device on. There was no patient involvement. The mode during use was testing.

Manufacturer narrative:
(B)(4). The customer reported the energy select switch failed preventing the user from turning the device on. There was no patient involvement. The mode during use was testing. The device was evaluated by philips and the reported symptom was verified. The energy select switch was found to be defective. Replacing the energy select switch resolved the reported issue. The device passed testing and was returned to the customer.